Event description:
The pt was implanted in 2007. During the implant surgery, the surgeon had difficulty inserting the electrode into the cochlea. X-ray showed that the device was not in the cochlea. The pt's device was explanted. During the revision surgery, it was discovered that the electrode was damaged. Advanced bionics is in the process of gathering add'l info.